Event description:
Healthcare professional reported inflammatory capsulitis and periprosthetic effusion¿. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease flat, cloudy in the gel. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: inflammation/irritation and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported inflammatory capsulitis and periprosthetic effusion¿. The device has been explanted and replaced. This record relates to the left side.